Event description:
During a kit inspection on (B) (6) 2009, the sales representative identified that the tip of the dorsal height revision tool was split. The sales representative reported that this did not occur in surgery but he was not sure when it occurred. Additional information received 02/06/2009: the sales representative reported that the tip of the dorsal height revision tool was fracturing off and only remained connected to the main part of the device by a small piece of metal. The malfunction, broken tip, has been associated with an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. There was no surgical involvement. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.